Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. UDI not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by manufacturer for evaluation as the part was discarded by site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the tracker instrument was damaged and the tracker can¿t be tightened as screw was worn out. No further information provided.

Manufacturer narrative:
The tracker was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned tracker is well worn with all color faded from the instrument. The attachment screw was missing. To the returned tracker is well worn with all color faded from the instrument. The attachment screw is missing. Otherwise, with markers attached and fully seated, the tracker returns a good geometry error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the tracker instrument was damaged and the tracker can¿t be tightened as screw was worn out. No further information provided.